Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that the pump alarm was never silenced since their nov 6th appointment. The patient stated that they hear the non-critical alarm, but the healthcare provider (hcp) did not know what to do and told the patient to try calling the surgeon's office. The patient has an upcoming pump replacement surgery due to approaching eos. The agent reviewed eri considerations, reviewed mdt resources available to hcps and redirected the patient to hcp to address pump alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The physician reported that the patient recently had a refill; post refill the pump was alarming; and the patient was back at the clinic. Additional information was received later the same day from another hcp who reported that the patient¿s pump was refilled last week on (B)(6) 2024 and the pump started alarming shortly after that. The hcp read the pump which showed an active alarm. The hcp did not recall a low or empty reservoir alarm, however, the logs showed that there was a low reservoir alarm along with the update logs from (B)(6) 2024. The agent reviewed silencing the alarm and updating the pump after which the home screen no longer showed an active alarm.